Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power could not be determined. It is possible that the faulty power switch occurred due to an accidental failure of the part of fire. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus high flow insufflation unit as while performing maintenance he discovered a carbon deposit in the body of the unit because of a fire. The customer confirmed that the fire was not caused by the facility¿s equipment, and no one was harmed as a result of the fire. During the device evaluation, it was discovered that the unit¿s power switch was stuck, and the device could be powered ¿on¿ or ¿off¿ as a result. This report is being submitted to capture the damaged power switch found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Heavy carbon deposits were found on the inside of the unit ¿ though these findings did not alter the function of the device. Additionally, as noted, the unit¿s power switch was stuck and could not be turned ¿on¿ or ¿off¿. The unit had other notable wear and teat in the form of scratches, dents, and rust. If additional information becomes available following the device evaluation, a supplemental report will be filed.